Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that oversensing of noise on this right ventricular (rv) lead lead to delivery of an inappropriate shock. The noise did not result in any pacing inhibition. A lead fracture was confirmed and the lead was replaced and surgically abandoned. No additional adverse patient effects were reported.